Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a lead safety switch (lss) on the right ventricular (rv) lead. The pace impedances were high and out of range. The rv lead was a non-boston scientific product. No adverse patient effects were reported. This product remains in-service.

Event description:
This report is being submitted to provide updates to evaluation coding.